Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Additionally, it was reported that resistance was experienced during the fill process. Customer loaded a new cartridge to address the issues. Customer's blood glucose ranged from 160-300 mg/dl.